Event description:
Boston scientific crm analyzed this returned pacemaker and initial analysis suggests that it may have failed a portion of the returned prodcuts test kit.. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this event will be updated.

Event description:
Boston scientific crm analyzed this returned pacemaker and initial analysis suggests that it may have failed a portion of the returned products test kit. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the device triggered replacement indicator while implanted. There were device resets that had occurred at or post-explant. The device exceeds nominal predicted longevity estimates at default settings. The device passed all manual electrical measurements. The device paced and sensed normally during testing. This device meets profile for normal depletion. Manual testing confirmed case to vdd short of ~300 ohms. This would indicate a high energy pulse was released into the device. A visual exam shows a mark that would indicate a device like a electro cautery discharge to the case may have occurred. This device was unable to complete return product testing due to induced damage. Based on best available data, with limited data from field. No evidence of device malfunction was found.